Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, vomiting and cloudy fluid. The breach in aseptic technique was further described as the care giver not using sterilized napkins during the pd therapy (for 1-2 days). The patient did not take any remedial treatment for the event of peritonitis after its diagnosis. Five days after the diagnosis, the patient was hospitalized for the event of peritonitis as the condition of the patient was found to not be improving and the patient was not recovering from the event. On the same day of hospitalization, the patient began treatment with injection (inj.) Vancomycin (2gm after every 4 hours and intraperitoneally), inj. Fortum (1gm, once daily and intraperitoneally) and inj. Heparin (0.5ml of 25,000 units, thrice daily and intraperitoneally) for the event of peritonitis. On the same day, retraining of the patient and caregiver was started. One day after the hospitalization, the patient's catheter was removed, treatment with antibiotics was stopped, hemodialysis was initiated and the patient was deemed recovered. Two days later, retraining of the caregiver was completed and the patient was discharged from the hospital. No additional information is available.